Manufacturer narrative:
Concomitant medical product: dtba2d1 device, implanted: (B)(6) 2014, product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a reddened, blistered area where the leads were very prominent and the patient had noted lead prominence at previous visits, however, they felt it was getting worse. It was added the left ventricular (lv) lead also exhibited a high pacing threshold and the right atrial (ra) lead had shown an increasing pacing threshold to high values. The physician cut into the muscle to put the leads into the space created and repositioned the muscle on top of the lead to enclose them. The leads remain in use. No further patient complications have been reported as a result of this event.